Event description:
The following was reported to the (B)(4) sales representative, a 7000tfx, 27mm was explanted at implant due to a prolapsed leaflet, possibly sewn too low. The device is available for return. No additional information is available at this time.

Manufacturer narrative:
(B)(4)=prolapsed leaflet. Evaluation summary: as received the valve tissue is stiffened and is opaque like, such characteristics are common to that of dehydrated tissue. During the (B)(4) meeting on oct22, 10 edwards manufacturing engineer (B)(4) viewed and examined the valve visually. Ew engineer concluded with no inconsistencies to the leaflets attachment to the valve, the leaflet are sewn properly. However, customer's claim of prolapsed like leaflet is due to two suture loops detected at commissure 2 and commissure 3. Characteristic markings on the valve indicate a suture was looped around commissure 3. Suture track and permanent indentations were present on the free margin and cusp of leaflets 2 and 3. These indentations were most likely left by a suture that was tied tightly down and against the posts at the cusp 3 commissure, thus leading to a gap at the coaptation region. Another suture loop was detected at commissure 2, which tracks are visible onto the free margins of leaflets 1 and 2. No inconsistencies were noted in the x-ray. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.